Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep reset the single board computer cmos setting, and adjusted the workstation power supply. The system operates as intended.

Event description:
The customer reported that the system would not boot up. There was no image on both monitors. The system operates as intended.